Manufacturer narrative:
The customer indicated that the speaker volume was low and cannot be increased. A quote for repair service was provided to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device. The speaker was replaced and the issue continued. The mainboard was then replaced and this resolved the issue. The issue was confirmed. The device was operational after repairs were completed.

Event description:
The customer reported that device displaying "speaker error" message. It is unknown if the device produces sound. It is unknown if the device was at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting address state: (B)(6).